Event description:
Ous MDR - it is suspected that this patient may have vegetation on this lead. This issues was resolved with antibiotics on (B)(6) 2012. No implant date was provided.

Manufacturer narrative:
Our MDR - the device was not returned for analysis. Therefore the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified range. Also, the investigation of the microbiological sterilization process. In summary, the infection was not device related.